Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated or confirmed. The device passed all functional test including off-current test, analysis test, and shock testing, with no issues found. No indications of a device malfunction were recorded in the log. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.